Manufacturer narrative:
(B)(4). Recurrent hernia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an open, right lower quadrant incisional/ventral hernia repair procedure on (B)(6) 2008 and mesh was used. On (B)(6) 2010, the patient was diagnosed with a recurrence of the right lower quadrant ventral hernia. On (B)(6) 2011, the hernia was repaired with an unknown product.